Manufacturer narrative:
The customer reported complaint for the platform displayed "realign patient "error message was confirmed during archive data review and functional testing. Load cell was found defective and a replacement was required. During functional testing, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message displayed upon power on the device, thus confirming the reported complaint. Review of the archive data indicated multiple error messages user advisory (ua) 07 and user advisory (ua) 42 (force overload detected by hardware) around the customer reported event date. Both errors are related to load cell malfunction. In addition, the archive data show user advisory (ua) 17 (motor on for too long during active operation), unrelated to the reported complaint. The damaged drive train was replaced to remedy the user advisory (ua) 17 error. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During patient use, the platform displayed "realign patient "error message. Per a reporter, the platform was in a stationary position and the patient was aligned, however, the error intermittently display on the screen. During the troubleshooting, manual CPR was performed by the crew. No known impact or consequence to patient information was provided.